Manufacturer narrative:
Additional information was received from the local field representative that an x-ray was performed, however, the results are not known. The physician plans to monitor the device system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements, which activated the lead safety switch (lss) feature. Review of device memory revealed that the lead exhibited noise that had been previously observed approximately one year ago, while the out of range pacing impedance measurements began approximately two weeks ago. The lss feature was reset and all lead measurements were observed to be stable and acceptable. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that approximately six years later, the pacemaker and ra lead exhibited undersensing and pacing inhibition. Additionally, the right ventricular (rv) lead exhibited high threshold measurements that resulted in depletion of the pacemaker battery. An invasive procedure was performed. The pacemaker was explanted and replaced and the leads were surgically abandoned and replaced. No additional adverse patient effects were reported.